Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot and relabeled lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was to treat the 90% stenosed, moderately calcified, moderately tortuous left anterior descending (lad) coronary artery. The 3.50x33 xience sierra stent delivery system (sds) failed to cross the lesion due to the anatomy and upon being pulled back into the guiding catheter with resistance, the stent became flared. The device was eventually pulled back but could no longer be used. Pre-dilatation was performed and then another same size xience sierra sds was used to complete the procedure. There were no adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.